Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. A 2.25 x 20mm taxus express2 drug eluting stent was advanced toward the lad lesion, however, the physician was unable to cross the lesion. Upon removal, the physician noted that there was a stent strut sticking out. The procedure was completed with a different device. There were no patient complications or injuries reported. The patient status is unknown.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.